Manufacturer narrative:
Age at time of event: 18 years or older. If implanted, give date: (B)(6) 2014. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08185. It was reported that stent damage stent explantation occurred. In (B)(6) 2014, a (B)(6) was deployed in mid right coronary artery. In (B)(6) 2017, rotablation was performed. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca. Prior to the procedure, an angiography was performed and it was confirmed that there was a previously implanted (B)(6) drug-eluting stent in the mid (rca). An intravenous ultrasound(ivus) was also performed prior to the procedure and it was noted that the previously implanted stent was sufficiently expanded. A 1.50mm rotalink¿ plus was selected for use. During procedure, the speed was adjusted to 210,000rpm. On the first ablation, the speed dropped to 5000rpm with no other issue noted. However, on the second ablation, the speed was dropped at around 100,000rpm and the stall lamp lit up. Consequently, the device became stuck in the lesion. The movement of the burr could not be controlled and the tip faced towards the vessel wall. It was also noted that the implanted stent was entangled with the burr. An attempt was made to pull out the device manually but failed, thus the rotawire, which was inserted between stent struts, was removed and the burr catheter was pulled out together with the system with a strong force. Then, it was discovered that the stent became explanted. The advancer was checked and observed that the drive shaft got deformed. In addition, it seemed that some wires also wrapped around. The rotawire¿ got deformed and no issue was noted on the mach1 guide catheter. The procedure was completed with another 1.5mm rotalink¿ and implantation of unknown stent. No further patient complications were reported and the patient's condition was stable.